Manufacturer narrative:
The device had no telemetry upon receipt due to loss of power. With an external power supply, testing on the bench and on the automated electrical test system detected no anomalies. The battery was sent to the manufacturer for further evaluation. An internal anomaly in the battery caused the loss of power, which is believed to have caused the back-up vvi mode experienced in the field.

Manufacturer narrative:
Na

Event description:
It was reported that the device was found to be in backup vvi mode with no defib capabilities. The device was explanted.